Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient saw (por) power on reset. It was reported that a day prior to this call was when patient going to bathroom more. Additional information reported on (B)(6) 2016 she saw the health care provider the week after she talked to representative and they cleared the por message and got the device turned back on. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.